Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Analysis of production records 3331. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).